Event description:
It was reported that the atrial lead exhibited unacceptable thresholds and had dislodged. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood was noted in/on helix mechanism. Full lead was returned and analyzed.